Event description:
On january 12, 2010, the manager of respiratory therapy rec'd a recall noticed for the conchatherm neptune heated humidification sys. The recall was in relation to the amps going through the heating wires in the ventilator tubing. The company came to the hospital in the last week of feb and downloaded software in an effort to fix the problem related to the recall. On (B) (6) 2010, the respiratory therapist entered this pt's room to attend to an audible ventilator heater alarm. All wires and the temp probe were checked. The heater was then turned off and on. The cardiac monitor then alarmed asystole. The nurse entered the room to attend to the alarm and assess the pt. The heater was turned off and the cardiac monitor then read nsr. This interference with cardiac monitor was noted on 2 other pts over the next week. The company was notified. All 25 heater have been replaced with a older model, the contour heated humidification sys until the issue is resolved. There have been no further issues with interference with the cardiac monitors.

Event description:
Customer reportedly received result of 265 mg/dl on advantage system 1 and 87 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551137, expiration date 02/28/2011). Reference medwatch report with (B)(6) for the suspect device used in system 1.